Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The customer was in hospice care, but they were not present when the customer passed away. The caller stated that in (B)(6) 2011, the customer went for a checkup for pain in the belly and was diagnosed with pancreatic cancer. The customer also had heart disease. The caller stated the cause of death was listed as complications of diabetes; cancer was not listed as cause of death. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The insulin pump is not available for return as it has been returned to the customer's doctor's clinic.